Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the proximal side with struts distorted, stretched and lifted distally from the stent profile. Stent moved distally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wings were slightly relaxed out of their folded position however there were no signs of positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). After unpacking a 4.00 x 20 synergy drug-eluting stent, it was noted that the distal part of the balloon was a little bit inflated. However, the device was still introduced to the guide catheter and resistance was encountered. The device was removed from the guiding catheter and it was noted that the distal struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). After unpacking a 4.00 x 20 synergy drug-eluting stent, it was noted that the distal part of the balloon was a little bit inflated. However, the device was still introduced to the guide catheter and resistance was encountered. The device was removed from the guiding catheter and it was noted that the distal struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.